Manufacturer narrative:
No conclusions can be made without the device. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that 2 hours after insertion the inner cannula detached from the twist-lock connector and they could not connect the pt to the ventilator. The tube was removed and the pt was re-cannulated with a new tube. There was no injury to the pt.